Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was returned for evaluation. The incoming battery was low. The pump was plugged in and the battery charged fully. The pump's operational log was reviewed and there were battery alarms. However when the battery was charged, the pump worked properly. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: nursing found pump off while on a patient. . Customer had reported there was no alarm. There has been no patient injury. Not every pump has a cable on the unit. Customer is supplying charging cables to the unit as they were not aware of the issue. "

Manufacturer narrative:
This report has been identified as b. Braun medical,inc. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.